Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that due to a recent weight loss and recent falls, patient began experiencing pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the ipg was repositioned slightly higher and laterally in the pocket to address the issue. Effective stimulation was restored.